Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 148 mg/dl. Troubleshooting was performed and the insulin pump appeared to be working correctly. Noting further was reported.